Event description:
It was reported that during a preventative maintenance (pm) , service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had the IV pole missing. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the IV pole to be missing. To fix the issue, the fse replaced the IV pole (0436-00-0274), and then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).